Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high and low pacing impedance, inappropriate shock on the right ventricular (rv) lead. Imaging showed the rv lead had a cardiac perforation. The physician elected to explant and replace the rv lead. After the removal of lead the tip of the electrode was noted to be damaged. There were no patient consequences.

Manufacturer narrative:
The reported events were cardiac perforation, low pacing impedance, inappropriate shock, high pacing impedance, and ¿the tip of the electrode was damaged¿. The reported events of low pacing impedance, inappropriate shock, high pacing impedance, and ¿the tip of the electrode was damaged¿ were confirmed. A complete lead was returned in two pieces. Visual examination found the lead body was bent at the distal region. X-ray examination showed all filars of the inner coil at the distal region appears to be fractured. The lead was dissected and found that all filars of the inner coil were fractured consistent with damage due to bending, and the ptfe liner was also found damaged in this region. Scanning electron microscope evaluation was performed and verified that all filars of the inner coil were fractured. Due to the fractured inner coil at the distal region, the tip stiffness testing could not be performed. The cause of the reported events of low pacing impedance, high pacing impedance, and inappropriate shock were due to the fractured inner coil and damaged ptfe liner in the ring electrode area.

Manufacturer narrative:
Correction - h3 - device evaluated by manufacturer? Missing in 2017865-2025-96566 follow-up number 1 submitted on aug 28, 2025.